Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that at least 2 unspecified bd syringes experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: we have had 3 incidents reported on datix as below , and one more to be added datix , this latest issue is around the syringes not drawing up properly and possibly 2 empty syringes being used appearing to have clear vaccine, we get 8-9 does out of a vial so I am sure this vial would have had more that the expected amount being able to be drawn up.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least 2 unspecified bd syringes experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: we have had 3 incidents reported on datix as below , and one more to be added datix , this latest issue is around the syringes not drawing up properly and possibly 2 empty syringes being used appearing to have clear vaccine, we get 8-9 does out of a vial so I am sure this vial would have had more that the expected amount being able to be drawn up.